Event description:
It was reported that patient therapy manager (ptm) was not uploading information. The refill date was not accurate. The pump was re-updated with the programmer which resolved the issue. It was also reported that the catheter was dislodged and was confirmed. The reporter stated that the original surgeon tied down the anchor incorrectly and the catheter became dislodged. The catheter was revised on the day of the report. The following day it was reported that "everything has been resolved". The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).